Event description:
Note: this report pertains to five of five captivator cold single-use snare used in the same procedure. It was reported to boston scientific corporation that a captivator cold single-use snare was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the physician reported the snare did not cut through the tissue. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.